Event description:
It was reported, "the gamma3 lag screw screwdriver/insertion tool would not insert over a gamma3 k-wire prior to inserting the gamma3 lag screw through the gamma nail and into the femoral head. It appeared that the insertion hole on the gamma3 lag screw instrument was bent preventing the k-wire from sliding through the cannulated instrument. Also, the k-wire was re-examined and verified as the correct k-wire for this type of specified case via the k-wire sticker from the k-wire box. The doctor then decided to remove the k-wire from the patient and insert the gamma3 lag screw w/o the k-wire acting as a guide. The outcome was successful and no unusual circumstances surfaced."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.